Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery or battery out limit alarms due to blank display.

Event description:
It was reported that the insulin pump had low battery alert. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The insulin pump will be returned for analysis.